Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep), which was confirmed with the healthcare provider (hcp), regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a shocking feeling in their right arm which was first noticed more than a month ago with it occurring periodically and inconsistently. The consumer had no further information beyond that regarding the situation. The cause of the shocking wasn¿t determined and no actions/interventions had been taken. The rep. Didn¿t know if the issue was resolved. No further complications were anticipated.